Event description:
It was reported that during a shoulder case, the patient's arm became excessively extended. The pump's pressure was set at 40 and the flow was at .50. Allegedly, as the case continued, the pressure was reduced to 15 and the flow to .75-1.25 range and the case was completed. It was further reported, that the following morning, the patient was not responding well and was admitted to urgent care. No other details of the patient's condition were available.

Manufacturer narrative:
Additional information will be provided once investigation is completed.